Manufacturer narrative:
The insulin pump was received with a loose/protruded drive support disk, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. The pump was unable to prime during the prime/compromised force sensor system test and there was a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. There was no compromised force sensor system alarm noted. The pump passed the idle current test, run current test, and displacement test. The pump was unable to perform the self-test, off no power test, unexpected restart error test, occlusion test, no delivery test due to prime anomaly.

Event description:
The customer reported via phone call that he went to load the insulin pump and then he received a compromised force sensor system alarm when filling the tubing. Customer's blood glucose was 140 mg/dl. Customer stated that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer declined to return the pump at this time.